Event description:
Patient undergoing placement of an orbera intragastric balloon. Per staff report, the physician inserted and placed the balloon. The balloon is encased in a protective sheath attached to a guide wire to help with inserting the balloon through the esophagus into the stomach. Following placement of the balloon, the catheter was removed. The sheath was noted to have detached from the catheter and was still inside the patient.